Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-apr-2024, it was reported that the patient faced an issue with infusion cannula/introducer needle break or damaged and introducer needle was hard to remove upon insertion. The insertion site was abdomen. No further information available.